Event description:
It was reported, that the fiber was broken. The issue occurred during a therapeutic ureteroscopy procedure. The procedure was completed using a similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be removed). Additional information added to fields: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information regarding device return, but no response was received from the customer. Olympus will continue to monitor field performance for this device.